Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case please reference related manufacturer report no 2015691 2021 02596.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The dates of the events are unknown however according to the article the study period was from january 2014 to february 2016. For this reason the first day of the reported study period 01jan2014 was used as the occurrence date. Please reference article mano yoshinori et al prevalence, clinical profile, and in hospital outcomes of sleep disordered breathing in patients undergoing transcatheter aortic valve implantation in (B)(6). Circulation reports 1.5 2019 235 to 239. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre operative co morbid status, the degree and bulkiness of aortic valve and annular calcification, inter ventricular septal thickness, pre existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4 to 6 percent will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest based on the limited information provided by the article, the cause of the heart block is unknown. However, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the research report prevalence, clinical profile, and in hospital outcomes of sleep disordered breathing in patients undergoing transcatheter aortic valve implantation in (B)(6) the following complications were reported: in table 4 for in hospital clinical outcomes vs. Sds status, implantation of a permanent pacemaker was reported. There is no additional information regarding the conduction disorder and outcome.